Manufacturer narrative:
Product analysis: it was determined on analysis that the analyzer tested out of specification as it was identified that the failed the incoming test due to a calibration offset and an active current drain. The analyzer will be decommissioned as it is no longer serviceable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer which was returned for service subsequently tested out of specification during manufacturer's asse ssment. There was no patient involvement.